Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb charging cable became hot to touch and caught on fire and was no longer able to be used to charge the pump. The customer's blood glucose level was 92 mg/dl. A replacement cable and wall adaptor were sent to the customer to resolve the issue.